Event description:
It was reported, the customer had data missing from their insulin pump. The customer also reported experiencing high blood glucose. It was also found the customer was not feeling well as a result of their high blood glucose. Troubleshooting found the customer's insulin pump was functional. It was also found the customer received a off no power alarm. The customer stated the off no power alarm was recurring. Customer's blood glucose was 7.8 mmol/l. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.